Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.

Event description:
Patient was revised to address an undersized component.